Manufacturer narrative:
Correction: event date is (B)(6) 2021.

Event description:
New information noted that the lead has had continued lead noise.

Event description:
New information noted that lead noise was suspected to be external magnetic stimulation

Event description:
It was reported that the presented in clinic. Device interrogation revealed that the atrial lead was oversensing noise. The noise was reproducible with manipulation but stable with testing. No intervention was performed. The patient was stable and would be monitored.